Event description:
It was reported that the pt is experiencing pain down her left leg due to the position of her interstim ipg. At times, the pain is so severe, the pt cannot lift her leg. The pt is undergoing therapeutic ultrasound to strengthen the muscle. Further info is being requested from the hcp.